Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call air bubbles anomaly. Customer's blood glucose level was 199 mg/dl. Customer received a no delivery alarm and troubleshooting was being performed for the no delivery alarm. Customer realized during troubleshooting that there were air bubbles in the reservoir. Troubleshooting for the air bubbles was performed. Customer was advised to use room temperature insulin and not to use insulin stored in the refrigerator. Customer was advised to store the insulin at room temperature and change out the infusion set. Customer advised during troubleshooting that the air bubbles went through the tubing during the fixed prime process. Customer advised the air bubbles are the size of a ball point pen.